Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. Patient was replaced to another ventilator. Vu esm was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: panel connection lost occurred during ventilation with multiple alarms.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Patient was replaced to another ventilator. Vu esm was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided. A detailed investigation was performed by an expert from the technical service: the "panel connection lost" alarm occurs when the panel reports that the ventilator unit panel (vup) or the ventilator unit (vu) esm can no longer be reached via communication. The investigation and the logfile analysis confirmed that during ventilation of a patient on (B)(6) 2023 the device generated at 23:46:28 "panel connection lost" alarms, immediately followed by multiple technical faults. From the information received and the analysis performed regarding this case, the root cause could be clearly identified as technical defect of the ventilation unit esm board. The defective vu esm board was replaced and the device was tested and calibrated by a certified service technician. The ventilator was then released for use on patients. The display provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. The panel connection lost required the hospital staff to replace the ventilator. In a worst-case scenario the replacement of a ventilator can lead to a deterioration of the state of health of a patient. Therefore, this case was assessed reportable.

Event description:
Hamilton medical ag received the following incident description: panel connection lost occurred during ventilation with multiple alarms.

Event description:
Hamilton medical ag received the following incident description: panel connection lost occurred during ventilation with multiple alarms.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Patient was replaced to another ventilator. Vu esm was replaced.